Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not charge the ipg as recommended. In turn, the ipg became inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-operatively.